Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: failure analysis - the complaint is confirmed via inspection of the unit as the investigation showed that the large starburst machined to flatten out a burr. As a result, a new helicoil was inserted. The hex bushing was replaced due to being loose. General maintenance and cleaning performed, and all worn components were replaced with new parts. Root cause - probable root cause is mishandling or rough handling of the unit. Additionally, this unit is beyond integra¿s 7 years recommended life cycle (manufactured 2012). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on mayfield 2000 skull clamp (a2000) was faulty and came loose, dropping the patient's head. No patient injury or surgical delay has been reported.